Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation: the compare trial. Ann neurol. 2009;65(5):586-595. Summary: the study was a single-center, prospective, randomized, patient-and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in patients with advanced pd. Sixty-two patients were recruited, and 10 patients did not pass initial screening. Fifty-two patients were randomized to stn or gpi dbs. Forty-five patients completed the study. Reportable event: two patients experienced delayed symptomatic venous hemorrhage with full resolution. No symptoms or treatment was reported. Both patients had the lead implanted in the gpi, the side of implant was not specified. See literature article attached to MFR report # 2182207-2009-05291.